Event description:
It was reported that customer experienced intermittent errors. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken, and complaint was documented only with no further action from technical support at that time.